Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the cod is pulling away at the strain relief was confirmed. The probe strain relief at the probe end is separated. The root cause is use related. H3 other text : evaluation summary findings in h:11.

Event description:
It was reported the probe has exposed wiring/lags and disconnects during procedures. Customer wants to have this unit re-man'd.

Event description:
It was reported the probe has exposed wiring/lags and disconnects during procedures. Customer wants to have this unit re-man'd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.